Event description:
Patient was seen in clinic and had their device checked, which showed high lead impedance. No other relevant information has been received to date.

Event description:
X-ray images were received for this patient along with the x-ray report. The report indicated that there were a couple of areas of kinking along the course of the vns lead; no evidence of fracture. The images were received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block due to the angle of the image. The filter feedthru were confirmed to be intact. The lead was visualized in the chest and neck. Strain relief bend appear to be present but due to the angle and quality of the image it is unable to confirmed if the strain relief is placed per labelling. Two tie-downs are present, but not placed per labeling as there should be three in total. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. A sharp angle/kink can be found in a section of the lead wire. The lead was assessed for fractures and no gross fractures or discontinuities were noted. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter b5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information d1, d2, d4, d6, corrected data: supplemental #01 report inadvertently did not update the suspect product to the generator f10 adverse event problem, corrected data: supplemental #01 report inadvertently left out codes 'a160105' and 'g02002' h3 device manufacture date, corrected data: supplemental #01 report inadvertently left blank h6 adverse event problem codes, corrected data: supplemental #01 report inadvertently left out code 'd0301' h7 & h10 corrected data: supplemental #01 report inadvertently did not mark and specify notification and the action taken

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction this event is consistent with this investigation. No additional relevant information has been received to date.